Event description:
Caller reported that the cartridge was not fitting properly on the pump, as it was not fully snapping into place. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller to remove the pump case and inspect for any damage or debris, clean the pneumatic tap area, and attempt to reload the cartridge, but these attempts were unsuccessful. As a result, a replacement pump with updated software was sent to the customer. The caller was advised to use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery, and instructions were provided for returning the faulty pump.